Manufacturer narrative:
During the troubleshooting by the service, determined the arc, probe was dirty/contaminated. The customer cleaned the sample arc, probe (list number 08c94-47) as instructed, resolved the issue. The service history of the (B)(6) verifies no subsequent false positive b-hcg results have been reported since the current issue was identified. A review of tracking and trending of the arc, probe did not identify any trends associated with the complaint issue. A review of tracking and trending of the architect i2000sr processing module did not identify any trends associated with the complaint issue. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal, and verification of the probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i2000sr, sn (B)(6), or the arc, probe.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results on one patient. The results provided were: initial=457.83 miu/ml (> or =25.00 miu/ml=positive) /repeated after recentrifuged=< 1.2 miu/ml (< or =5.00 miu/ml=negative) there was no reported impact to patient management.